Manufacturer narrative:
The device, intended for use in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection revealed that the unit was received pressurized. The enclosures were damaged. The labels were damaged. The power rocker switch was missing it¿s cover. The control board connection terminals were damaged. The battery terminal wire harness was damaged. There was no knob damage found.  The quick connect push button was bent. A functional evaluation revealed the device failed the weight test.  The piston migration was at 2.0 inches. The slender arm was stiff. The reported failure was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded that this was a repeat issue. It is recommended that the spider 2 IFU be reviewed regarding depressurizing the spider 2 for storage to prevent the premature deterioration of the seals, pressure cups and pressure rings. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the knob of the spider tenet was damaged. No case involved. Therefore, there was no patient involved. Results of investigation revealed the unit failed weight test, slender arm joint was stiff which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.